Manufacturer narrative:
Concomitant products: ddbb1d4 ICD & 6947m55 lead implanted: (B)(6) 2015; pb1018 transcatheter valve implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and diminished r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.